Manufacturer narrative:
Method, results, and conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a patient had a PICC line in place which was covered by a tegaderm chg dressing and alleges that the patient developed a "nickel-sized, raised red area at the PICC site with a gray/creamy-like center", under the chg gel pad. Multiple dressing changes had been completed using tegaderm chg and the dressing was in place for more than 24 hours before the symptoms developed. Thus, the discontinued use of the tegaderm chg was administered. The catheter was removed due to the skin reaction. No further treatment was needed. The diagnosis was classified as an infection (lower extremity cellulitis). The status of the skin reaction was reported as improving. Special note: customer alleges that three lines were pulled from three patients due to a suspected site infection around the 1657 or 1658 tegaderm chg. It is unknown which of the two dressings was being used at the time. If more information is provided on the other two patients, the information will be submitted in separate medwatch forms. Additional medical date: (B)(6) 2011. (The completed patient ae questionnaire, with more reportable information, was received at 3m.)